Event description:
It was reported that there was a hole in the packaging so a second set of stem, head, and dual mobility liner was opened to assure safety of patient. The procedure was completed with new implants. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1 a2 a3 a4 b4 b5 b7 g3 g6 h2 h10.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 no product was returned or pictures provided; visual evaluation could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 51-100040 item name tprlc 133 fp type1 pps so 4.0 lot # 6435004 110031314 item name 22.2mm i.d. 36mm o.d. Size b bearing lot # 65619275 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that there was a hole in the packaging so it was open. There is no additional information available at the time of this report.